Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non calcified left cubital vein. Following the insertion of a 4f non bsc sheath, a non bsc guidewire crossed the lesion. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was then advanced for dilatation. However, on the 1st inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The ruptured balloon was removed from the patient completely. A non bsc balloon catheter was used and dilation was performed at 18 atmospheres and the procedure was completed. No patient complications were reported and the patient's status was good.